Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips evaluated with defect found. Most likely underlying root cause is improper storage: strips left outside of the vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for "hi" blood glucose test results. (B)(6), mother, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is over four months ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for "hi" blood glucose test results. (B)(6) , mother, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is over four months ago. The meter memory was reviewed for previous test result history: hi (B)(6) 2016 08:57 pm fasting: yes; hi (B)(6) 2016 08:51 pm fasting: yes; hi (B)(6) 2016 07:39 pm fasting: yes.